Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer will reach out to their healthcare provider regarding an alternate method of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.